Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Report of formal claim received regarding revision of pinnacle mom hip implants. Date of revision confirmed, reason for revision not included.

Manufacturer narrative:
A review of complaints databases did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
Update: 18 oct 2017: additional information received. It was reported that there was excessive wear and elevated metal ions. This complaint was updated on nov 16, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states report of formal claim received from kennedys regarding revision of pinnacle mom hip implants. Date of revision confirmed, (B)(6) 2012 (exact date not provided), reason for revision not included. A review of complaint databases and manufacturing records did not identify any anomalies. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot : 2153229. Device history review: product code: 550103, work order (B)(4) was manufactured on 15 april 2006. (B)(4) parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: report of formal claim received from (B)(6)'s regarding revision of pinnacle mom hip implants. Date of revision confirmed, (B)(6) 2012 (exact date not provided), reason for revision not included. Update: 18 oct 2017: additional information received. It was reported that there was excessive wear and elevated metal ions. This complaint was updated on nov 16, 2017.